Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported multiple pump errors--75, 68, 49, 23, 53, and 37. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and active current measurement tests; it failed sleep current measurement and self tests. No pump errors 68, 49, 23, 53, and 37 and no unexpected restarts were noted during testing; on the other hand, pump error 75 was returned during self test. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to determine if any pump error 25 has occurred in the past. The adapt tool confirms that pump error 25 has occurred at the following times: 4 occurrences on (B)(6) 2021, 7 occurrences on (B)(6) 2021. In addition to this, pump trace download analysis confirmed the unit alarmed pump error 25. Pump error 53 (filenumber = 2005, linenumber = 5632) occurred @ (B)(6) 2021 15:09:39; pump error 37 occurred @ (B)(6) 2021 15:09:00. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. After inserting a known good pcba2 and a known good pcba1 into the test case, the sleep current measurement fell within specs. After swapping the test pcba2 onto a known good pcba1 and then into the test case, the sleep current measurement read high. The internal battery was swapped with a known good internal battery and the procedure above was repeated. The sleep current measurement fell within spec. Finally after inserting a known good pcba2 onto the test pcba1 and then into the test case, the sleep current measurement fell within specifications again. The internal battery was put through the internal battery esr measurement test, and it failed since no trace of vlith was present whatsoever. The motor was tested outside the device, and it passed. In summary, the customer¿s report of pump errors 75, 53, and 37 was confirmed whereas pump errors 68, 49, and 23 were not confirmed during testing. Pump errors 75, 53, 37, and 25 are all due to the faulty internal battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had several pump error alarms. Customer was able to successfully clear alarms and was able to complete rewind. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue use of the device.